Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during use, no blood vessels were inserted, the vascular sheath has ruptured and the device is unusable. The vascular sheath was inspected during use; the anterior end was found to be cracked.